Event description:
Additional information from the rep indciated that they did not interrogate the ins. The patient stated it was not working. The customer has not released the ins for pick up.

Manufacturer narrative:
Continuation of d10: product ID 37711 serial# (B)(6) implanted: (B)(6) 2011 explanted: (B)(6) 2025 product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the 97714 battery was at eos. The rep stated that they had asked the customer to replace the battery. They had sent the battery to pathology first and will be notified when they can pick it up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient needed the name of a representative to help them as both stimulators were dead. Pt then said one was dead and one was in the lights. Reviewed the role of the representative and redirected to healthcare provider. Additional information was received, it was reported the patient was referred to neuro and was pending replacement.

Manufacturer narrative:
Continuation of d10: product ID 37711, serial# (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2025, product type implantable neurostimulator. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.